Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on march 30, 2021. During the procedure, the bands were able to deploy onto the varices; however, too much force was needed for bands deployment. Additionally, there were two bands that had detached simultaneously. The procedure was completed successfully with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient outcome was reported to be fully recovered.

Manufacturer narrative:
Block h6: medical device problem code a150103 for the reportable issue of two bands detached simultaneously. Medical device problem code a150203 for the reportable issue of too much force needed for rubber band placement. Block h10: investigation results: the speedband superview super 7 device was analyzed, and visual evaluation noted that only the handle assembly was returned while the ligator head was not returned with the device. The handle assembly did not have any visual issue. The handle assembly had the trip wire kinked in some locations close to the proximal section, and may be related to user manipulation while setting up with the scope and/or some technique applied during procedure. The suture was attached to the distal trip wire loop. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt, indicating no issues was experienced. The reported event could not be confirmed. It was not possible to perform an analysis on the ligator head as it was not returned; therefore, it is not possible to confirm the reported issues of bands difficulty deployment and premature deployment. Based on the evaluation of the returned device, the device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, the bands were able to deploy onto the varices; however, too much force was needed for bands deployment. Additionally, there were two bands that had detached simultaneously. The procedure was completed successfully with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient outcome was reported to be fully recovered.